Event description:
It was reported that there was difficulty positioning the left ventricular lead during implant. An acceptable pacing threshold could not be obtained and some positions caused phrenic nerve stimulation. The lead was removed and a replacement could not be implanted as well. Plans were made to implant an epicardial left ventricular lead at a future date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.